Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were intersecting in the anterior myometrium") in an adult patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included retroverted uterus. On (B)(6) 2015, the patient started essure at an unspecified dose and frequency. In 2015, the patient experienced pelvic pain ("after the implant, began suffering from severe pelvic pain"). On an unknown date, the patient experienced embedded device (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (robot-assisted laparoscopic hysterectomy on (B)(6) 2016 for essure removal). Essure was withdrawn. At the time of the report, the embedded device had resolved and the pelvic pain was resolving. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: ultrasound scan result was coils were intersecting in the anterior myometrium. On (B)(6) 2015 - hysterosalpingogram: devices were noted to project in the midline and/or superimposed over one another; there was filling of the fallopian tubes bilaterally without occlusion. On (B)(6) 2016 - results of hysterosalpingogram communicated to patient: tubes were not occluded and the coils may be in her uterus instead of the tubes. On (B)(6) 2016: repeat ultrasound. Company causality comment an adult female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced essure coils were intersecting in the anterior myometrium (interpreted as embedded device). Ten months after insertion the coils were removed via laparoscopic hysterectomy, the complaints had mostly resolved. The event, serious due to medical significance, is anticipated according to the reference safety information of essure. Partial uterine perforation is a potential complication of essure insertion. In this particular case, pelvic pain started after the device insertion; myometrial embedment was finally diagnosed, along with patency of the tubes and concomitant retroverted uterus. Given the nature and course of the events, a causality of essure insertion cannot be excluded (related). The case was classified as incident since device removal was required. A technical product analysis is awaited. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were intersecting in the anterior myometrium"), uterine perforation ("perforation (uterus)") and device expulsion ("migration of essure device location of device (uterus)") in a 47-year-old female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, thyroid disorder, gravida I, live birth in 2004, itching, vulval itching, candidiasis, pain in arm and chest pain. Previously administered products included for an unreported indication: albuterol, aleve, depo-provera, cleocin, xanax, motrin, hyoscyamine, ketorolac, lorcet and medroxyprogesterone. Concurrent conditions included retroverted uterus and overweight. Concomitant products included levothyroxine since 2007, losartan since 2014 and metformin since 2014. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("cramping") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with robot-assisted laparoscopic hysterectomy on (B)(6) 2016 for essure removal.at the time of the report, the embedded device had resolved and the uterine perforation, device expulsion, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower, migraine, headache, nausea, dyspareunia, fatigue, alopecia, vaginal discharge and weight decreased outcome was unknown. The reporter considered abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, nausea, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. Her current weight was 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Ultrasound scan - on (B)(6) 2015: coils were intersecting in the anterior myometrium (B)(6) 2015 - hysterosalpingogram: devices were noted to project in the midline and/or superimposed over one another; there was filling of the fallopian tubes bilaterally without occlusion. (B)(6) 2016 - results of hysterosalpingogram communicated to patient: tubes were not occluded and the coils may be in her uterus instead of the tubes. On (B)(6) 2015, she had endo vag sono which reveled that the endometrium is thin and smooth. The essure coils are in the anterior myometrium. Unable to see either ovary due to overlying bowel. On (B)(6) 2016, she had sonogram reveled that uterus was retroverted, hyperechoic structure noted in the myometrium posterior ut, possible perforated uterus (assure device) ; there is double layer endometrium wnl, essure device was noted in right adnexa area wnl, right ovary seen with cyst; no passes seen in left adnexa area, left ovary wnl. (B)(6) 2016: repeat ultrasound. Her blood pressure was 162/92. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-jun-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coils were intersecting in the anterior myometrium"), uterine perforation ("perforation (uterus)") and device expulsion ("migration of essure device location of device (uterus)") in a (B)(6) year-old female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, thyroid disorder, gravida I, live birth in (B)(6), itching, vulval itching, candidiasis, pain in arm and chest pain. Previously administered products included for an unreported indication: albuterol, aleve, depo-provera, cleocin, xanax, motrin, hyoscyamine, ketorolac, lorcet and medroxyprogesterone. Concurrent conditions included retroverted uterus and overweight. Concomitant products included levothyroxine since 2007, losartan since 2014 and metformin since 2014. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("cramping") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (supracervical hysterectomy) and surgery (robot-assisted laparoscopic hysterectomy for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device had resolved and the uterine perforation, device expulsion, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower, migraine, headache, nausea, dyspareunia, fatigue, alopecia, vaginal discharge and weight decreased outcome was unknown. The reporter considered abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, nausea, uterine perforation, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. Her current weight was (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Ultrasound scan - on (B)(6) 2015: coils were intersecting in the anterior myometrium, on (B)(6) 2015 - hysterosalpingogram: devices were noted to project in the midline and/or superimposed over one another; there was filling of the fallopian tubes bilaterally without occlusion. On (B)(6) 2016 - results of hysterosalpingogram communicated to patient: tubes were not occluded and the coils may be in her uterus instead of the tubes. On (B)(6) 2015, she had endo vag sono which reveled that the endometrium is thin and smooth. The essure coils are in the anterior myometrium. Unable to see either ovary due to overlying bowel. On (B)(6) 2016, she had sonogram reveled that uterus was retroverted, hyperechoic structure noted in the myometrium posterior ut, possible perforated uterus (assure device); there is double layer endometrium wnl, essure device was noted in right adnexa area wnl, right ovary seen with cyst; no passes seen in left adnexa area, left ovary wnl. On (B)(6) 2016: repeat ultrasound. Her blood pressure was 162/92. Most recent follow-up information incorporated above includes: on 24-jan-2018: reporters added and updated patient demographics. Historical condition, historical drug, concomitant disease, laboratory data, treatment drug were added. Lot number as c06473. On (B)(6) 2015, she had uterine perforation, abnormal bleeding , vaginal bleeding, menorrhagia, dysmenorrhea, cramping, vaginal discharge, migration of essure device location of device (uterus) and failure to occlude (close) fallopian tube. On (B)(6) 2015, she had migraines, headaches, nausea and fatigue. On (B)(6) 2015, she had dyspareunia. On (B)(6) 2015, she had hair loss. On (B)(6) 2015, she had weight loss. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-jan-2017: ptc investigation result received. Company causality comment: an adult female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced essure coils were intersecting in the anterior myometrium (interpreted as embedded device). Ten months after insertion the coils were removed via laparoscopic hysterectomy, the complaints had mostly resolved. The event, serious due to medical significance, is anticipated according to the reference safety information of essure. Partial uterine perforation is a potential complication of essure insertion. In this particular case, pelvic pain started after the device insertion; myometrial embedment was finally diagnosed, along with patency of the tubes and concomitant retroverted uterus. Given the nature and course of the events, a causality of essure insertion cannot be excluded (related). The case was classified as incident since device removal was required. The product technical analysis concluded a product quality defect could not be confirmed but is considered plausible. Further information is expected only through the litigation process.